Event description:
Report of over infusion of dilaudid. Customer requested log review to confirm suspicion of user error due to mis-programmed concentration. Biomed reported the following information for the pca event: dilaudid: concentration entered into pcu: 0.2 mg/ml, concentration in syringe: 1 mg/1ml, intended dose: 0.4 mg, lock out: 60 minutes, limit: 0.4 mg limit. Pt. Had been on pca with different concentration for several days. Customer has two standard concentrations in dataset, one for < 40kg and one for >40kg. The concentration was changed due to the pt. Wt. Increased from 37kg to >40kg after several days. The original concentration was for <40kg. Customer wanted to know if the pump programming matches the user's charted program information. The user thought the concentration had changed to a 1:1. Customer reported issue is human error and the device is not suspected in this event. No pt. Harm or medical intervention required. The pcu log sent by customer contains no events for the pca module in question. The only time the pca was attached to the pcu was when it was downloaded. There were no pca modules attached to this pcu at anytime close to the incident date. The pca log sent by customer indicates that the device was in use at 0500 in 2008, however, log does not contain any information about programming and therefore, it can not be determined what took place during the time period relative to the reported concentration issue. Customer contacted for follow up and stated there is nothing more to report as devices are back in service and not available.

Manufacturer narrative:
Patient information requested, and all available information is included.